Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified cartridge damage. Customer's blood glucose level was 180 mg/dl. The customer changed cartridge and was able to resume insulin delivery.